Manufacturer narrative:
The main component of the system and other applicable components are: product ID : neu_unknown_lead, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction and gastrointestinal/pelvic floor. It was reported that the patient's lead broke. The date of the event was reported to be unknown, but was also reported to be in 2015. It was unclear when the event occurred; follow-up has been conducted to try to clarify this information.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID neu_unknown_lead, product type lead. Product ID neu_unknown_lead, product type lead. Device code (B)(4) applies to the leads (lot# unknown).

Event description:
Additional information was received from the patient. Patient reported leads weren't working and having a replacement. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.